Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose of 530mg/dl and found that the customer was in the emergency room and did seek medical assistance. No further information was provided.